Manufacturer narrative:
B5 updated with additional information received. H6 coding updated based on additional information received from follow-up. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported resistance occurred with the pipeline during delivery around a vessel bend. The physician believed the bend resulted in kink of the pipeline causing the failure to open.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the procedure, the pipeline flex (ped-425-20) stent became kinked when the middle section was at a bend and, after repeated attempts, it could not be opened. The ped was resheathed and withdrawn from the body with the microcatheter for inspection, and it was found that the middle section of the stent could not be opened and was kinked together. The ped was replaced with a new ped (ped-425-18) to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, ophthalmic artery segment aneurysm with a max diameter of 8 mm and an 8 mm neck diameter. The landing zone arterial diameter was 4.1 mm distally and 4.2 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered and the platelet reactivity unit (pru) level was noted as meeting the standards. The angiographic result post procedure showed aneurysm retention. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). More than 50% of the pipeline had been deployed when it failed to open and it was resheathed less than or equal to 2 times. No additional steps or other devices were required to open the ped. Ancillary devices include: phenom 27 microcatheter, synchro14 guidewire, medtronic axium prime es coils.

Manufacturer narrative:
Product analysis as found condition: the pipeline flex braid was returned for analysis within a shipping box and within a sealed plastic biohazard pouch. The pipeline flex pusher or phenom-27 micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: both ends of the braid were found fully opened, frayed, and damaged. The middle braid was found fully opened and undamaged. Testing/analysis: n/a conclusion: based on the analysis findings, the customer report of ¿failure/incomplete open at middle (hourglass)¿ and ¿resistance/stuck during delivery¿ could not be confirmed. Customer reported that the resistance and middle braid failed to open as the device was placed in a vessel bend. Other possible causes are damaged catheter, damage to pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, or user pulls back on/torques wire while advancing ped in micro catheter. The returned braid was found damaged/frayed; however, the cause could not be determined. Possible causes for damage are resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance, deploying/resheathing braid against resistance, or damage during return shipping as the braid was returned without its protective dispenser coil or introducer sheath. Customer reported pipeline was resheathed less than or equal to 2 times, devices were prepared per IFU and patient vessel tortuosity as moderate. As the pipeline flex pusher and phenom-27 micro catheter used during the event was not returned, any contribution of the pipeline flex pusher and phenom-27 micro catheter towards the failure to open distal could not be determined. The phen om-27 micro catheter is compatible for use with the pipeline flex. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.